Event description:
It was reported that customer experienced dissatisfaction with wearing pump during sleep, noted that pump did not recognize correct amount of insulin in cartridge and consistently displayed less insulin than was added, and expressed frustration that low insulin alarm sounded repeatedly and could not be silenced. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support in response to this event.